Event description:
Event description boston scientific crm received information that during a device replacement procedure for normal battery depletion, this right ventricular lead was surgically abandoned due to impedances greater than 2500 ohms. Since the patient was in chronic atrial fibrillation, the physician chose to implant a vvi pacemaker as the replacement device. The atrial lead was also surgically abandoned without any allegation against its performance. No adverse patient effects were reported.